Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock and pacing impedance. The impedances remained within range. The lead also exhibited noisy signals that resulted in many right ventricular automatic threshold (rvat) test failures. Technical services (ts) reviewed the reports and provided following actions. The lead remains in use. No adverse patient effects were reported.